Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after implantation of an intraocular lens (iol), patient had developed endophthalmitis. There is a possibility that the iol could be the cause of it. The sample is not available as it still remains in the patient's eye. Additional information was received stating patient is under treatment for endophthalmitis. Additional information was received stating patient is under treatment with conjunctival injection.

Manufacturer narrative:
Additional information was provided in b2, b3, b5, b6, d6a, d10, e1, h.6 and h.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating patient has completed treatment and has a visual acuity of 1.0. It was reported that patient¿s symptoms were resolved. Additional information was received stating according to the patient's own awareness, the onset of the symptom was assumed to have occurred around noon on (B)(6) 2022, because on that day the left side of the eye gradually became difficult to see, and by evening, the patient could not see anything on the left side of the eye. Clinical findings were endophthalmitis, corneal edema, anterior chamber cells, fibrin, hypopyon, vitreous clouding and abnormal fundus photograph (difficult to observe). From the course of events and findings, doctor also suspected it as toxic anterior segment syndrome (tass). Causality with iol was related (reason: due to continued tass with same model of iol in use). Event was treated with steroids, antibiotics and nsaids which all are ongoing. The event was recovering.